Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted:(B)(6) 2010, explanted: (B)(6) 2010, product type: lead. Product ID: 3550-39, lot# n234569, implanted: (B)(6) 2010, explanted: (B)(6) 2010 product type: accessory.

Event description:
Information was received from a health care professional (hcp) and a patient who was implanted with a neurostimulator for peripheral neuropathy. It was reported that there was an unknown lead and extension issue. The patient mentioned that they had a new implant. The health care professional (hcp) confirmed that the leads and extensions were replaced (B)(6) 2010. The patient had completely recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.